Event description:
It was reported that the endometriosis team used the circular stapler. At the time of stapling, it performed the process as if it had stapled but when removing the stapler, the team identified that it had a failure to staple, so we opened a new stapler, and it stapled the patient. The patient had no risk, but the surgical time was changed. The patient did not have any permanent damage, did not need to be hospitalized or had prolonged hospitalization due to product problems, did not need to be re-operated or had any serious damage.

Manufacturer narrative:
(B)(4). Date sent 12/18/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line?